Event description:
Guidant received information that the pt implanted with this cardiac resynchronization therapy-defibrillator (crt-d) expired due to heart failure. The device detected a ventricular arrhythmia and provided the programmed anti tachy pacing (atp); however this therapy was unsuccessful in converting the arrhythmia. External shocks and cardio pulmonary resuscitation (CPR) were also unsuccessful. Review of stored electrograms (egms) from the last recorded episode revealed a deteriorating cardiac signal that was undersensed at the programmed sensitivity setting.